Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that they were being seen at the hospital for anemia. While at the hospital, the patient experienced a low blood sugar event. The patient was given medication at the emergency room (ER). It was not indicated what the medication was for. The patient was hospitalized due to hypoglycemia. There was no allegation of malfunction against the device. At the time of event, the patient was recovered. No additional patient or event information is available.